Event description:
It was reported cardiac tamponade and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Two hours post procedure in recovery the patient exhibited blood pressure fluctuations and vomiting. An echocardiogram revealed a pericardial effusion with cardiac tamponade. A pericardiocentesis was performed and the patient was transferred to the intensive care unit.